Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes therapy consultant reported via phone call that the customer had blood glucose levels at or above 400 mg/dl for several days. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.